Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 - photo analysis. Investigation summary : the product was returned to ethicon for evaluation. The returned sample determined that it was received, one open sample that pertain to product code sxpp1b113. During the visual assessment of the needle sample, it was noted that the swage and attachment area were as expected. The suture pieces were examined, the section of the loop was not received for evaluation. Also, body fluids were present, and the extremes were to be cut probably by a surgical instrument. Additionally, a photo was provided, and with the same condition as the received sample. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned additional information was requested, and the following was obtained: - please provide lot number =>unknown attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section procedure on 4/12/2024; and a barbed suture was used. During the procedure, the loop was broken when suturing on dermis. There were no adverse consequences to the patient. Additional information was requested.